Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
Patient was revised to address cup loosening. Doi (B)(6) 1999 (cup); (B)(6) 2007 (screw) - dor (B)(6) 2013 (left hip). Update (B)(4) 2013- x-rays received and attached to complaint. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance (B)(4). A single x-ray was obtained in which the cup is grossly mal-positioned, indicating a loosening event. It is not suspected the cup was implanted in this position in (B)(6)1999. A bone screw does not however appear to be present. The x-ray does not identify a root cause for the loosening identified. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address cup loosening.